Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that a fluid pathway leak was observed on the delivery system. There was a mechanical problem with the flush tube of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is a water leak in the handle located at the flush tube barb connector on the flush port assembly. The flush tube is loose on the flush tube hose barb inside of the handle. There is a water leak at the proximal end of the inner shaft/lumen at 7 cm and 7.5 cm from the deflection clamp inside of the handle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the leadless implantable pulse generator (ipg) delivery system was being prepped and saline leaked out of a hole near the device cup. The system was swapped for a new one. No patient complications have been reported as a result of this event.